Event description:
Customer reported that her adc lancing device "does not fire". Customer further reported subsequently experienced of frequent urination. Customer was seen by the doctor in the hospital and had a blood glucose reading of 300 mg/dl. Customer was diagnosed with hyperglycemia and was treated with insulin. Customer self-treated with her diabetic medications. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. Lancing device was mounted onto post-it note and fired. Device did fire correctly. Did not observe firing issue with lancing device. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event.